Event description:
I used reni with moisture loc contact lens saline solution from 10/25/05 thru 01/14/06. In 2005 I developed six areas of ulcers on my one eye and several areas of infection on my other eye. I was treated with several kinds of medications and in 2006 developed the same symptoms again. I have permanent scar damage as a result.